Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. There was no impact to blood glucose as the customer was not using the pump at the time. Reportedly, the customer corrected the time and date.